Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing multiple, intermittent high blood glucose (bg) levels (268-385 mg/dl). After the pump supplies were changed, the bg remained high. A bolus via the pump and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed using the current pump supplies and no device issues were found. The cannula was not bent. The customer change the infusion set tubing and site. The next day, the customer was feeling better with a bg of 135 mg/dl.